Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1e. On feb 07, 2022 customer returned pump for an alleged cracked case and bottom of the pump damaged. Pump received with multiple cracks on the case. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Visual inspection shows no damage bottom of the pump were noted. Cracked belt clip slot and cracked reservoir tube lip.

Event description:
Medtronic received information that damage (out of box/package) occurred. There was no adverse impact or consequence reported as a result of this event.